Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8703w, lot# l35397, implanted: (B)(6) 1995, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 10 mg/ml bupivacaine at a dose of 4.988 mg/day and 10 mg/ml dilaudid at a dose of 4.988 mg/day via an implantable infusion pump for failed back surgery syndrome and non-malignant pain. It was reported that there was an irritation near the pin connection of the proximal and distal catheter segments. A revision was to be done on (B)(6) 2017 to replace the proximal catheter. The rep reported the symptoms of skin irritation, oozing, and scab never healed. The rep also reported that the pain therapy was working fine and the patient had no clinical issues. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.